Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered an inappropriate shock. A follow up was scheduled for possible reprogramming however it was noted that the patient was hospitalized due to poor health condition. An infection was noted and the system was explanted. No additional adverse patient effects were reported.